Event description:
Patient was revised due to extremely high cobalt and chromium levels. The surgeon was pulling out necrotic tissue between the stem and the implant. Update rec'd (B)(6) 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. The patient had a pseudotumor in their pelvis according to the medical records upon revision osteolysis, a bony response to metallosis, and a black stain in the greater trochanter were found. At this time the patient's head, stem and liner are being reported. This complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Plaintiff fact sheet received. Pfs alleges pain due to an iliopsoas cyst on lower right side around (B)(6) 2015. It was also indicated that metallosis was diagnosed on same month and that pain continued until revision surgery.

Manufacturer narrative:
(B)(4).

Event description:
Pfs and medical records received. Pfs alleges no new information. After review of medical records for MDR reportability, the patient was revised due to the development of a pseudotumor in her pelvis and elevated chromium and cobalt serum ion level. Revision notes indicated that there was a black stain in the greater trochanter and there was bony response to the metallosis osetolysis and cross over ectatic type of expansion of the greater trochanter. It was also stated that there was metallosis around the proximal femur. Clinic visit reported that the patient complained of hip pain, muscle cramping and spasm everywhere in her body. The doctor concluded patient was suffering from trochanteric bursitis. Laboratory results show chromium and cobalt levels above 7pbb.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation records received. Litigation alleges friction and wear between metal liner and head which caused large amounts of toxic cobalt-chromium metal ions to be released in plaintiff's blood. It has also been alleged that plaintiff experienced severe chronic pain, discomfort, inflammation in right thigh and groin, a popping and snapping sensation in hip-joint when walking and moving and defective device.